Manufacturer narrative:
The reported undersensing of pvc beat was confirmed via provided device records. The pvcs undersensed by icm had much smaller r wave amplitude than the programmed settings. There was no device malfunction.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor had exhibited under-sensing. No intervention was performed.